Event description:
It was reported that black foreign body was found in the package. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of complaint file (B)(4), it was discovered that the file was inadvertently assessed as reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3004187702-2024-00040 is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Correction: d9 - date returned to manufacturing-10/3/2024. One device was returned for evaluation. Visual testing was performed the presence of a loose foreign matter on the external surface of the tip of the sheath was observed. The testing could duplicate the customer reported problem. Functional testing was not performed. The root cause of the issue could not be determined. No corrective action will be implemented at this moment. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.